Event description:
The customer reported that following a diagnostic catheterization procedure in 2001, a vasoseal vhd kit size 1 was deployed. The pt complained that since the procedure they had an increased amount of pain, swelling and redness at the right groin puncture site. The pt also said that they noticed a small amount of purulent drainage coming from the puncture site. The pt was seen in the physician's office one week later and was admitted for further testing and IV antibiotics. The puncture site cultures showed staph aureus. The pt remained in the hospital and was treated with IV antibiotics for three days. The groin site improved and the pt was discharged home on oral antibiotics. No further complications were reported.